Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a burn mark on it. There are know reports of patient harm.

Event description:
It was reported that the camera head had a burn mark on it. There are no reports of patient harm.

Manufacturer narrative:
Postal code: (B)(6). This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation. The customer's allegation was confirmed. Device evaluation revealed a failed leak test and a cracked connector. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause of the complaint was linked to the device but unable to trace more specifically. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.